Manufacturer narrative:
This supplemental report is to correct the missing information in the previously reported information for the lead. The lead also exhibited high pacing impedances. (B)(4).

Event description:
The lead also exhibited high pacing impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and failure to capture at maximum output. The lead was capped and replaced. The physician downgraded the patient¿s device from implantable cardioverter defibrillator to a pulse generator. The patient was asymptomatic during the procedure.